Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported by a patient that post a coronary stenting treatment procedure, the stents ¿collapsed¿ and a reintervention was required. A 5.0x16mm and a 4.5x12mm veriflex stents were placed in a right coronary artery graft. No patient injuries or complications were reported. Approximately 5 months later the patient¿s stents ¿collapsed.¿ two unknown stents were placed within the ¿collapsed¿ stents. No further patient injuries or complications were reported. Additional information has been requested but is not available.